Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced increased frequency of charging the implant, with the device discharging faster than usual. The patient needed to charge the implant twice a day, and observed the charge dropping from 100% to 30% overnight. The patient reported technical problems with the implant and noted that no therapy changes had been made. The patient contacted a representative who advised turning the stimulation down. The patient was informed that charge frequency is influenced by intensity and usage, and was redirected to their healthcare provider. Patient commented how their stimulation is not even that high, it is in the 4's intensity. Patient mentioned they had done great so far, but recently had a lot of technical problems.